Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay with insignificant anomalies. Please note that method code, result code, and conclusion code no longer apply to this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: 0213176421, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-apr-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced symptom return, and post implant pain at the ins site with feelings of electrical pulses. A contributing factor to the event was the patient had a fall 6 months ago. Diagnostics/troubleshooting was performed, impedance test that showed some electrodes were not viable and some possible broken electrodes. The impedances were greater than 4,000 ohms with electrode 1. The stimulation was felt normally in desired areas. Device reprogramming on (B)(6) 2019 improved the problems for some time. The patient had a return of issues when seen by their doctor on (B)(6) 2019. The lead was broken due to the fall. The lead was exchanged on (B)(6) 2019, and the impedances were normal. On (B)(6) 2019 the patient reported similar issues, return of symptoms, and the symptom of electrical shock persisted. The patient was seen by their doctor on (B)(6) 2019. On (B)(6) 2019 the ins was explanted, replaced, and repositioned to the other side. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.